Manufacturer narrative:
Evaluation of the returned device confirmed the reported issue. Evaluation found the fi02 knob had signs of tool marks on it. Balance regulator was below required specification and the maximum expiratory pressure was below specification reading. Ventilator model: millennium 20409-1 s.n. (B)(4) was manufactured on 09/08/2009. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Based on the age of the device and the physical damages observed during evaluation improper use may have contributed to the reported issue.

Event description:
Customer reported that during regularly scheduled testing found the flow rates to be low - o2 is reading low on their millennium ventilator. No patient involvement reported.